Event description:
It was reported that the "fiber blew up, tip fell off" at 67890 joules. The procedure was completed with another fiber. No pt or end user injury was reported pt outcome was reported to be good. The tip was not returned with the device and the location of the tip is unk. Add'l details were requested by the MFR and have not been obtained.

Manufacturer narrative:
(B)(4).